Manufacturer narrative:
Investigation summary: investigation into this event found that the calibration was typical when compared to expected values. Maintenance on the analyzer is current. The customer discovered that the well wash aspirate filter was loose. After tightening the filter, qc results were acceptable. The root cause of the event is instrument related.

Event description:
A customer observed negatively biased trop I qc results on the eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.